Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with enteral feeding feed button. The product inserted as per manufacturers instructions by clinician and cared for as per manufacturers instructions. It was flushed pre and post feed and medications and product turned each day as per manufacturers instructions. Overnight the product fell out of child and was found in cot of child. On investigation, product found to have a burst balloon. The child had to have stoma dilated up, so another nutriport of correct size could be inserted. The child required nitrous oxide as sedation for this process. Product was inserted in late 2007 and fell out in 2008.

Manufacturer narrative:
An investigation is under way. Upon completion, the investigation results will be forwarded.